Manufacturer narrative:
Upon follow up it was reported seventeen days after event onset, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. The day after event onset, the patient was treated with intraperitoneal (ip) ceftazidime and ip cefazolin (dose and frequency not reported). Pd therapy was ongoing. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.